Event description:
New information received notes that further programming interventions were made, due to pocket stimulation at higher outputs. The patient remained in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant with the right ventricular lead exhibiting intermittent capture after leaving the procedure room. It was then noted that intermittent capture was demonstrated at the maximum output. Chest x-rays were unremarkable. Programming interventions were made. Capture thresholds normalized one day post-procedure. The patient was stable.